Manufacturer narrative:
The customer reported that no alarms sounded resulting in a patient death. While there is no evidence to support that a device malfunction occurred, red alarms occurred for a patient over a period of time that were not heard or responded to and a delay in treatment of a patient occurred that was a factor in the patient's death. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that no alarms sounded resulting in a patient death.